Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit machine and proximal pressure sensors failed.the device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.